Event description:
On (B)(4) 2013, the manufacturer was informed of an adverse event which occurred after a combined procedure including both anti-reflux surgery (mediastinal dissection, reduction of a very large hiatal hernia, diaphragmatic repair, fundoplication) and ablation for a 14 cm barrett's esophagus. Nine days after the operation, the patient was admitted and treated for an esophageal perforation located just proximal to the fundoplication. The treating physician indicated to the medical director for the manufacturer that the perforation was unlikely related to the ablation procedure and most likely related to the extensive surgical dissection required in the procedure. Further, the treating physician indicated there was no ablation device malfunction observed during the original procedure. Regardless, the manufacture is reporting this event out of an abundance of caution to comply with 21 cfr 803.

Manufacturer narrative:
The site did not return any products; therefore, no evaluation was performed. If any additional information is obtained, pertinent to this event, a follow-up report will be submitted. (B)(4).